Manufacturer narrative:
Follow-up # 1 date of submission 2/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/04/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with the top of the battery cap damaged. The battery cap was stuck to the pump and was difficult to remove; the threads on the battery cap were intact. There was no damage to the pump or battery compartment observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the customer was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.